Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a supplemental/final report will be submitted. G2: foreign- japan. E1: telephone- (B)(6) d10: therapy date (B)(6) 2025 quantity (B)(4): item name: 1.5 to 1 dermacarrier, item number: 00219501200, lot: 83371401, sn: n/a.

Event description:
It was reported that distributor it was noted that there was a foreign substance inside the sterile packaging. No patient involvement. Diligence is complete.

Manufacturer narrative:
This report is being filed to relay final investigation results under (B)(4). The following sections were updated/corrected: b4 b5 d9 g3 g6 h2 h3 h4 h6 h11. Visual examination of the returned product/provided pictures confirmed the label of the package was stained/smeared. Further the package had loose particulates within the sterile packaging (5 total particles ranging from 0.2-0.3 sq. Mm.); therefore, the packaging is not within the acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported event is confirmed. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information related to the event is available.